Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar curved scissors (mcs) tip cover accessory tip was torn (broken). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the monopolar curved scissors (mcs) instrument and the tip cover accessory were inspected prior to use. There was no damage or anything out of the ordinary observed. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. It was unknown if the mcs instrument collide with any other instruments during the surgical procedure. The mcs tip cover accessory did appear to be properly installed during the surgical procedure. No part of the orange surface was visible after the tip cover was installed. The tip cover accessory was not installed beyond the orange surface. The installation tool was used. No electrolube or any other lubricant was applied to the mcs instrument prior to the mcs tip cover accessory installation. The procedure completed robotically. The incident did not involve a fragment falling inside patient anatomy. There was damage noted to the tip cover, the distal end was torn. The damage was identified during surgery. There was no difficulty in removing the instrument and mcs tip cover accessory. The mcs instrument wrist was straightened upon removal. Arcing was not observed during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and was found to have tearing at the mouth where the scissor tips exit. Tears are axially aligned with the tip cover and measure from .130¿ to .018¿ in length. There are no signs of thermal damage present at the end of any tears. The complaint was confirmed by failure analysis.